Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient report that two of her infusion set's tubing detached where it connects while sleeping. The site location was her abdomen, and the pump was located on her belt while sleeping. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On (B)(6) 2022: follow up information was submitted to add date of this report and to update the awareness date. Moreover, the result of the (complaint investigation) of returned used devices (2 tubing's), showed that the tubing was detached from the tubing connector (both samples). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number 1474315 event occurred in canada on (B)(6)2021, the patient report that two of her infusion set's tubing detached where it connects while sleeping. The site location was her abdomen, and the pump was located on her belt while sleeping. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.